Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of a questionable result for 1 patient sample tested for elecsys hcg + beta test system (hcg+beta) on a cobas e 411 immunoassay analyzer. The customer ran a pre-surgery hcg+beta sample with a result of 30.33 miu/ml. The result was reported to the physician, and the surgery was cancelled. The patient came back on (B)(6) 2018 for another blood draw and had hcg+beta testing performed. The hcg+beta result was 0.1 miu/ml, with a data flag. The original sample from (B)(6) 2018 was poured over into a cobas cup and again tested for hcg+beta with a result of 0.1 miu/ml, with a data flag. The hcg+beta results of 0.1 miu/ml with a data flag were deemed correct. The treatment for the patient's infertility was delayed, but there was no treatment based on the erroneous result. The hcg+beta reagent lot was 25919903 with an expiration date that was requested but not provided. The field engineering specialist found that the analyzer was due for its six month preventative maintenance (pm). While doing the pm, he discovered that the pinch tubing was on incorrectly and was not inserted all the way into the connectors. Replacing the pinch tubing is a service activity performed by the customer monthly. He performed a probe adjustment. He performed precision and performance testing with acceptable results.

Manufacturer narrative:
The customer confirmed that there have been no additional issues.